Event description:
A malfunction alarm was reported which persisted even after attempting to reset. There was no reported adverse impact on the customer's blood glucose level. A replacement pump will be provided to resolve the issue.